Event description:
It was reported that, "the pt sustained injuries as a result of their hip prosthesis."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.